Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. In order to perform a proper investigation to confirm the alleged defect, and determine a root cause, it is necessary to have the physical device sample. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed. If the sample becomes available at a later date, this investigation will be updated with the evaluation results. The personnel of the assembly line were notified for awareness.

Event description:
Customer complaint alleges "the user couldn't connect the adaptor with the oxygen flow meter. (The thread of the adaptor didn't fit the connection part of the flow meter.) Alleged defect reported as detected prior to use on a patient during inspection/functional testing. It was reported that a new device was obtained for use. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were encountered. It was noticed, however, that the assembly of the nut adaptor component and the upper body component was unstable. However, even with that condition, the sample was able to be tested on oxygen entrainment testing with no functional issues. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "the user couldn't connect the adaptor with the oxygen flow meter. (The thread of the adaptor didn't fit the connection part of the flow meter.) Alleged defect reported as detected prior to use on a patient during inspection/functional testing. It was reported that a new device was obtained for use. There was no report of patient harm.